Event description:
In 2008, during an initial one level transforaminal lumbar interbody fusion (tlif) surgery, on a female, the tip of the dorsal height adjustor broke off and fell into the surgical wound. The piece was retrieved and the surgeon continued the surgery with the use of a regular driver. There was a surgical delay of only a few minutes and no harm to the patient.

Manufacturer narrative:
Product is an instrument and not implantable. Evaluation is pending upon completed investigation of the product.